Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint code are: capsular contracture: unable to observe as it is not related to the manufacturing process. Crease folding of implant: not observed. As per the investigation procedure, observed an opening assessed as surgical damage were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Physician reported right side capsular contracture baker grade unknown. Physician later confirmed baker grade iii. Device has been explanted and replaced.

Event description:
Physician reported right side capsular contracture baker grade unknown. Physician later confirmed baker grade iii. Device has been explanted and replaced.

Event description:
Physician reported right side capsular contracture baker grade unknown. Physician later confirmed baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown, later confirmed as baker grade iii.